Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse identified issue with r cabinet fuse. The philips engineer replaced fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.